Manufacturer narrative:
A mark is observed in the center of the optic. We are unable to determine if the mark is part of the lens. The file indicates the use of a handpiece that would be qualified with the proper cartridge and viscoelastic. It is unknown if qualified products were used. Based on our observation of the attached photos, there is a mark on the center of the optic. We are unable to determine if the mark is part of the lens. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens unfolded with a central scratch. The lens remains implanted. Additional information has been requested.